Manufacturer narrative:
The device was not returned for analysis.

Event description:
It was reported that non-stryker repairs had been done on the device and the back end was modified. It was reported that during a surgical procedure the device started to spark and smoke where the cord attaches. The procedure was completed successfully. No clinically significant delay; no adverse consequences or medical intervention were reported.